Event description:
Patient reported the down button on the infusion device works intermittently. The infusion device was requested for evaluation. No physiological effects were reported, and the patient did not require treatment from a healthcare professional or second party to address the issue.

Manufacturer narrative:
The complaint can be verified. The up button temporarily does not respond to commands. This is caused by a temporary bad connection within the zif-clamping between the flex print conductive path of the up button and the zif-connector. The down button passed the optical and functional investigation successfully and complies with the specifications.

Manufacturer narrative:
The incident occurred outside the united states. Information contained within this report is all that is available at this time. If further information is obtained, it will be provided in the supplemental report.